Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers. The possible lot numbers are 88080ns and 92095ns. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, it was reported that when the pt was getting up to the bathroom, blood was noted in the tubing below the clave port. It was reported that after the pt moved the tubing to examine it, the tubing separated from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.